Event description:
It was reported that the shaft broke. The lesion being treated was located in the moderately tortuous, mildly calcified vessel. A guidezilla guide extension catheter was used successfully. However, after the device was removed from the patient it was noted that the shaft was broken at the collar. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two (2) pieces. Microscopic examination revealed kinks at 49cm and 57cm from the tip of the device. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Microscopic examination revealed that the ptfe was pulled out of the collar and was attached to the distal shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the shaft broke. The lesion being treated was located in the moderately tortuous, mildly calcified vessel. A guidezilla guide extension catheter was used successfully. However, after the device was removed from the patient it was noted that the shaft was broken at the collar. No patient complications were reported and the patient's status is good.